Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The consumer confirmed that no additional testing was performed. The consumer stated the patient was asymptomatic. The consumer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Manufacturer narrative:
D2a - common device name was corrected. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228715a with internal positive quality control samples and negative quality control swabs. During retain testing a false positive result was observed, which resulted in replication of customer reported issue. Additionally, this event was reviewed against the product risk file and determined to be a risk severity of medium. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 228715a and device part number 195-430wl / lot 224823. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. The batch history record review (bhr) revealed that the product met acceptance criteria for release, and review of complaint trends against the kit lot for the reported issue indicates the product is performing within expected claims in the current revision of the package insert.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The consumer confirmed that no additional testing was performed. The consumer stated the patient was asymptomatic. The consumer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.